Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms could not be confirmed through this analysis. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A review of the submitted log files did not capture any atypical power cable disconnect alarms. Power cable disconnect alarms captured in the log files appeared consistent with power source changes. A driveline disconnect alarm, consistent with the reported controller exchange was captured on 08feb2026. No other notable events or alarms were captured, and the controller appeared to support the system as intended while the driveline was connected. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and driveline disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had alarms on the white cable when on batteries and the system controller was exchanged. Log files were sent for review. The data showed a series of low pump current and pump stop alarms at 5:59 am on (B)(6) 2026. This may have been the result of an electrostatic discharge event which temporarily caused the pump to stop and then restart as designed. This pump stop only lasted for 4-5 seconds. This was followed by a driveline disconnect at 11:53 am. There was no odd low power or power cable disconnect alarms that would be associated with the batteries, clips, and controller leads. The patient still reported a white cable disconnect alarm after the controller exchange. All clips and batteries were rotated. Log files were sent for review on the new controller. The log noted invalid controller clock alarms throughout the event history, presumably following the controller exchange. There were no other unusual events recorded in the log file event history. The patient was asymptomatic. Additional log files were sent for review on (B)(6) 2026 after there were continued power disconnect alarms that occurred on mobile power unit (mpu) and batteries. Of note, all batteries and clips were cleaned. Batteries were assessed last visit by biomed with nothing to report. There were no unusual alarm flags recorded in the event log file history, from (B)(6) 2026 at 13:06:58 to (B)(6) 2026 at 7:29:26. All recorded alarm flags were associated with power cable disconnect events. These events all appeared to be routine while switching power sources.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.